Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-01620 and 2134265-2013-01615. It was reported that during a percutaneous coronary intervention, the motor drive unit (mdu) was unable to pullback the imaging catheter. Vascular access was obtained through the radial artery. The lesion was located in a mildly calcified left main coronary artery. During the ivus procedure, the mdu of the ilab imaging system was unable to automatically pull back the atlantis imaging catheter; however, the catheter was able to be pulled back with manual pullback. Connection issues between the mdu and sled were also noted. The procedure was completed with this device. No complications reported and patient's condition is stable.